Manufacturer narrative:
Corrected data: d4 ¿ UDI. Six samples were received for evaluation. One sample was received in used condition and five samples were received in unused condition. Visual inspection found no damage or defects. Functional testing was able to confirm the reported failure mode. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cracked tubing. The product fault occurred while use with a patient. No patient harm/adverse event reported.